Manufacturer narrative:
(B)(6).

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located at the ostium of the proximal to mid segment of the anterior descending branch. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the ivus catheter was withdrawn, it became entangled with a non boston scientific guidewire. The procedure was completed with another of the same device. The patients condition was stable, and no complications were reported.